Event description:
It was reported that the patient felt shortness of breath and weakness. The right atrial (ra) lead was noted with a polarity switch to unipolar impedance due to a potential lead insulation issue. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted 2011 (B)(6). (B)(4).